Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device self-activated after being plugged in and would not deactivate. The device became red hot and was smoking. A second hemopro device was opened and self-activated. The extension cable was replaced and a third hemopro device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers: 2242352-2013-00853 and 2242352-2013-00950 for the related reports.

Manufacturer narrative:
The extension cable was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined no nonconformities with the device that may have contributed to the reported event. A pre-cautery test was performed on the extension cable with a reference power supply and hemopro tool. The device passed the pre-cauter test as the reference hemopro tool produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).